Event description:
The following information was received from the FDA medwatch program (voluntary report no.: (B)(4)): patient was noted to have disruption of the veritas mesh. The mesh had pulled through at multiple suture anchor points. Each previous anchor point had a hole in the mesh. This occurred along the right side of the mesh. Herniated omentum and small bowel were above the level of the mesh and fascia. Veritas mesh was removed. Reason for use: exposed mesh following hernia, incisional hernia. No additional information was provided. A review of past history shows that this case may have previously been reported (baxter complaint number: (B)(4)), but we are unable to verify at this time if they are the same case as voluntary report no. (B)(4) does not have any initial reporter information (no user facility information provided. A request was made to (B)(6) of the FDA to obtain contact information for this case (voluntary report no. Is (B)(4)).

Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation could not be performed as no sample was available. Batch review was performed and no issues were identified. Baxter synovis conclusively determined the root cause of the ripped sutures could not be determined and no further investigation is required. Attempts were made to retrieve customer contact information from the FDA to confirm potential duplicate of (B)(4) (medwatch report# 2954761-2012-00050) and follow-up with reporting site per medical assessment. The FDA advised: in regards to your email below concerning medwatch report number (B)(4), the reporter did not wish to release their ID to the manufacturer. The copy we sent to you (baxter healthcare corporation) would have been an foi (freedom of information) copy of the report and would contain only the information that we (FDA) can release to baxter healthcare corporation. No further follow-up is possible as no site contact information is available. The complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: veritas mesh is a reabsorbable collagen matrix. It appears that the mesh pulled through multiple suture anchor points. Veritas collagen matrix allows for neo-collagen formation and neovascularization of the implanted device and permits replacement of the device with host tissue, or remodeling. It appears that the expectation that this mesh will withstand the abdominal pressure during remodeling was not realistic. In high-risk patients the use of reabsorbable meshes is controversial. Either the intra-abdominal pressure has been too high or the physical resistance of the mesh during remodeling has been too low. Another precaution that has to be taken into account is to avoid tension on the material. The recurrence of the herniation may be possibly related to the use of the veritas mesh. If feasible (reporting surgeon not identified) review of the IFU would be baxter has currently requested initial reporter contact information from the FDA to assist us in following up on the case. A follow-up report will be submitted upon receipt and evaluation of additional information.